Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified solution administration set broke at the port during infusion. The reporter stated that this led to a leak of maintenance fluid and an unspecified amount of blood. There was no patient injury or medical intervention associated with this event. No additional information is available.